Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation, and update to b5, d4, h4, and h6 component code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
There was rupture of the loop and interruption of the electric current. The first loop burned soon after the first pedal activation already inside the patient's urethra. The second one, the physician tested prior to use before contacting the patient (outside patient), where it burned and got dark with a burning smell. The procedure time increased about 15 minutes, due to the necessity of changing the device plus the equipment. The event occurred during a prostate hyperplasia procedure.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available

Event description:
It was reported the resection loop electrode burned the handles. It is unspecified when this issue occurred. There were no reports of patient harm.